Event description:
It was reported that during peritoneal dialysis, a registered nurse connected a patient to an unprimed disposable set and pressed go. The homechoice went to priming and the registered nurse pressed stop. The technical service representative advised the home patient to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error, where the registered nurse connected a patient to an unprimed line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.